Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. (B)(4).

Event description:
Customer opened an imk49b lead to find it was 5cm shorter than the expected 58cm. The lead was returned to the manufacturer. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.